Event description:
On (B)(6) 2009 a faulted system diagnostics test occurred and changed the patient's settings. Although the patient was re-programmed afterwards, not all the settings were corrected.

Manufacturer narrative:
Analysis of programming history.